Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no other complaints. All information was investigated and the positioning failure and reported poor image resolution appear to be related to patient morphology/pathology and procedural circumstances, and due to the transseptal puncture height and the poor visibility. The reported pericardial effusion appears to be related to procedural circumstances. The reported patient effect of pericardial effusion, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a pericardial effusion. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The transseptal puncture was performed, but due to the height of the puncture, visibility was very poor. An ntr was attempted to be implanted but was unable to get a satisfactory grasp on the leaflets. Therefore, the clip was removed and a new transseptal puncture was performed. Two clips were able to be successfully implanted; however, after the clips were implanted, a pericardial effusion was noticed. The physician assumed that the pericardial effusion occurred during the additional transseptal puncture but stated it may have been caused by one of the devices used. To treat the effusion, pericardiocentesis was performed. No additional clips were implanted, and mr reduced to a grade of <1. There was no clinically significant delay in the procedure. No additional information was provided.